Event description:
During a laparoscopic cholecystectomy, the 10mm endopouch retriever detached from the working hand piece. The surgical team retrieved the device. The surgeon examined all parts including the bag, metal loop, and suture. An x-ray of the abdomen was obtained and there were no parts located on x-ray, as noted by a radiologist. The device and parts were sequestered and sent to the manufacturer for evaluation. There was no harm to the patient.